Event description:
The following info was reported to kci by the risk manager: on (B)(6) 2012, v.a.c. Therapy was initiated. On (B)(6) 2011, v.a.c. Therapy was discontinued and during the dressing change, there were small black particles alleged to be granufoam particles that the nurse was unable to remove. The surgeon sharp debrided the wound in order to remove all the foam particles. The wound location was unk.

Manufacturer narrative:
Based on the info provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.